Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller is reporting metal shavings in the area where the pump meets the arm assembly. The caller also states that the arm bolts are moving around during use as well.